Manufacturer narrative:
Dimensional evaluation showed devices within specification. Visual examination showed damage to stem component that would prevent head from fully engaging. This damage is consistent with heavy impact on stem as with metal hammer.

Event description:
Patient had a radial head disassociate in vivo. No patient information provided.